Event description:
The residual longevity displayed by the programmer on (B)(6), 2013 was reportedly erroneous .

Event description:
The residual longevity displayed by the programmer on (B)(4) 2013 was reportedly erroneous.

Manufacturer narrative:
(B)(4).